Event description:
A (B)(6) man with acute coronary syndrome underwent emergency coronarography through a right femoral approach in (B)(6) 2005. Hemostasis at the puncture junction had been carried out with manual compression. After this exam, the pt developed a small hematoma at the inguinal level. Eight days later, a second coronarogram was performed through a contrafemoral approach followed by a stent implantation at the aiva level. The puncture was closed with a 6-f angio-seal. The pt immediately presented with acute ischemia in his left lower limb. An emergency arteriogram confirmed a left superficial femoral artery thrombosis. In emergency surgery, the angio-seal was removed, a thrombectomy of the superficial femoral artery was carried out, and then, because the artery diameter was small, the arteriotomy was closed on a prosthetic patch.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use (ifc) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.